Event description:
It was reported the bed exit was not working correctly, possibly indicating a situation where the clinician would not be alerted/aware of a patient fall condition. The customer did not report the model or serial number of the device. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the bed exit was not working correctly, possibly indicating a situation where the clinician would not be alerted/aware of a patient fall condition. The customer did not report the model or serial number of the device. There are no reports of patient involvement or adverse consequences.

Manufacturer narrative:
The device was not made available by the customer, h3 updated to match investigation conclusion. H3 other text : device not accessible for testing.